Manufacturer narrative:
(B)(4).

Event description:
During an unknown procedure, it was reported that both anchors broke when inserted. It was reported that the devices will not be returned for evaluation.

Manufacturer narrative:
Examination was not possible, as the device will not be returned. Without the return of the device in question a root cause for this incident cannot be determined. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product during manufacture. No further investigation is warranted at this time. (B)(4).